Event description:
Pt had laparoscopic tubal ligation surgery performed 11/3/95 using an electro-surgical generator and bipolar forceps. The pt returned to the emergency department on 11/6/95 with abdominal pain and vomiting. It was determined that the pt had multiple small bowel burns and perforations. Bowel resection surgery performed 11/6/95. Pt is currently recovering in i.c.u. And being closely observed for signs of sepsis.